Event description:
It was reported that the guidewire became stuck in the catheter and tip detachment occurred. The target lesion was located in moderately calcified and mildly tortious right tibialis anterior. The tibialis anterior was recanalized with a 300 cm v 14 control wire (guidewire). A 2.5mm x 120mm x 150cm coyote balloon was placed over the guidewire. Because of strong forces form the hard calcified vessel, the coyote kinked with the guidewire and no movement was possible. Forward and backward movements with the wire in the catheter were not possible. The devices were removed from the patient and it was noticed that a 3mm tip from the wire was missing. It was fixed to the vessel wall by advancing another catheter. Intervention was successfully finished and the patient status was well. It was noted that the cause of the event was related to the coyote kinking. No additional patient complications were reported in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: the v-14 was returned with a coyote balloon catheter. The v-14 guidewire was stuck inside the coyote balloon catheter and it was not possible to release it. A total of 144 cm of the guidewire was outside the catheter. The coating of the proximal end of the guidewire was flaked. No more damages were found in the device. Dimensional inspection for overall length and distal tip outer diameter measurement could not be performed due to device condition (guidewire stuck). The outer diameter of the middle and proximal sections of the device are 0.0135 inches, which is within specification.

Event description:
It was reported that the guidewire became stuck in the catheter and tip detachment occurred. The target lesion was located in moderately calcified and mildly tortious right tibialis anterior. The tibialis anterior was recanalized with a 300 cm v 14 control wire (guidewire). A 2.5mm x 120mm x 150cm coyote balloon was placed over the guidewire. Because of strong forces form the hard calcified vessel, the coyote kinked with the guidewire and no movement was possible. Forward and backward movements with the wire in the catheter were not possible. The devices were removed from the patient and it was noticed that a 3mm tip from the wire was missing. It was fixed to the vessel wall by advancing another catheter. Intervention was successfully finished and the patient status was well. It was noted that the cause of the event was related to the coyote kinking. No additional patient complications were reported in relation to this event.